Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the por message was unknown and the likely cause was noted as "unknown, patient cannot remember any events around the time it started." The steps taken/will be taken were noted as being "the patient was seen yesterday to ensure the device was turned off." The issue was reported as being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when patient connected to the implant with 3037 patient programmer, por was seen. Caller do not know when this por started, but patient was feeling a jolting sensation down back of leg, unknown if its right or left leg about 2-3 days ago. Reviewed por message reviewed clearing por with clinician programmer.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.